Event description:
Same case as MFR report #: 3005099803-2008-05310, -05312. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, three extractor rx balloons ruptured. A 15-18mm extractor retrieval balloon ruptured, while going through the papilla. A second 15-18mm extractor retrieval balloon was attempted and also ruptured. A smaller 12-15mm balloon was then attempted and also ruptured. The procedure was successfully completed with a fourth balloon of the 12-15mm size. There were no reported patient complications, as a result of these events and the patient was stable post procedure.

Manufacturer narrative:
The complaint sample was not returned for evaluation, as it was disposed of at the user facility. The device history record review and review of non-conformances found no issues or discrepancies, which could relate to the complaint. The most probable root cause of this complaint is operational context, as the complaint may be due to contact between the balloon and a sharp exterior source.